Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge; the glass cap exhibits severe devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 197,797 joules and 39:15 minutes "forward firing" was noted. The fiber was exchanged and the second fiber was used to complete the procedure. The tip of the fiber was cleaned during the procedure. Patient harm: "no" reported.